Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found to be damaged and stretched with the polypropylene filament intact and still attached to the pushwire. Instant detacher was not returned as it was discarded. The tack weld replacement (twr) crimp was found to be loose. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Additionally, the pushwire was found to be bent at multiple locations from the proximal end. Under the microscope, the coin was found to be located against the lumen stop with the coil shield present. During evaluation, the pushwire was intentionally broken distal to the break indicator, and the release wire was pulled back successfully detaching the implant coil. The instant detacher was not returned; therefore, any contributing factors from the detacher could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined. The twr crimp was found to be broken which indicated that the instant detacher was attempted to detach the coil. However, the customer did not use the manual detachment method as instructed per the IFU. The pushwire was found to be intact distal to the break indicator when the device was received; however, the implant coil successfully detached when the method of manual detachment was attempted. However, the cause for the bent pushwire, and the cause for the implant coil damage could not be determined. All parts of the returned pushwire that could affect the detachment were found to be within specification. Per the concerto coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned yet. Correspondence has been sent out for additional information on the device. Once additional information has been received regarding the device, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic implant coil failed to detach after five (5) attempts to detach with the instant detacher. No other detachment attempts were made. The instant detacher was discarded at the site.